Manufacturer narrative:
Concomitant medical products: 5076 lead, implanted: (B)(6) 2007.

Event description:
It was reported that one the same day as implant, the patient's right ventricular (rv) lead dislodged into the apex and caused frequent runs of non-sustained ventricular tachycardia episodes. The lead was re positioned successfully and remains in use. No patient complications have been reported as a result of this event.